Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. The implanting physician provided the order for heparin to be administered; however, the crna did not administer the heparin. The activated clotting time was 120 seconds, and a clot formed on the end of the watchman fxd curve access system. At this point, the watchman fxd curve access system was in the left atrium, and the watchman delivery system/closure device had not yet been introduced. Negative pressure was used as the sheath was removed, sucking the clot into the sheath. The sheath was removed from the body, and the procedure was completed with a new watchman access system sheath. The procedure was successfully completed, and the patient was discharged home same day.